Event description:
It was reported that a malfunction alarm occurred, identified by malfunction code 16, and the issue was not resettable. There was no reported impact to the customer's blood glucose level. Customer was advised to use multiple daily injections (mdi) as backup insulin therapy, and tandem technical support arranged for a replacement pump to be sent. Customer was instructed on how to put the faulty pump into storage mode and return it within 10 days using a pre-paid label.